Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was unknown. Customer reported that she has been receiving multiple power error alarms starting from a week ago but she has never called our assistance for this issue. Customer reported that in alarm history the alarm occurred every 4 hours. Customer had to simulate the rewind sequence after every alarm. The customer was advised and explained the troubleshooting. The insulin pump will not be returned for analysis.